Event description:
This patient has a st. Jude medical 1411-36q eclipse ICD implanted (B)(6) 2014 (sn: (B)(4)). On (B)(6) 2017 the patient received 6 inappropriate ICD shocks when her ICD when into backup mode on its own at home. It went into a backup mode due to a previous ICD advisory from st. Jude in 2014 regarding their merlin.net home monitor. Please see the below link with details regarding the st. Jude merlin at home advisory from 2014.(B)(4).